Manufacturer narrative:
Based on the events as reported the patient has been evaluated by his doctors and has undergone multiple diagnostics tests. As reported there is no indication in the test results that would indicate the mesh as being the cause of the patient¿s reported pain and nausea. The results of this investigation are inconclusive at this time, as the patient continues to be evaluated by his doctors in an effort to find the cause of his symptoms. The contact was unable to provide a product lot number, therefore a review of the manufacturing records could not be conducted at this time. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in 2009 the patient was implanted with a bard perfix plug for the repair of an inguinal hernia. As reported the patient has experienced intermittent post operative pain in the area of the repair, even when at rest. Also reports nausea. The patient performs heavy lifting at his job and about a year ago felt an intense pain when lifting. Since that time the pain has increased. The patient has seen his surgeon four times but there has been no diagnosis in relating the pain to the mesh. There is no hernia felt upon physical exam. CT scans have not identified the pain source. The patient has been referred for pain management by his surgeon. As reported the pain is deep within the groin area and is not felt upon touch alone. The contact reports that the patient plans to follow up with his md and possibly a urologist to further assess the pain and management options. Patient also was evaluated by a gi doctor who performed upper and lower endoscopies and a colonoscopy which all had negative results. As reported the patient feels like this is taking away his life.